Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a damaged teflon pad. A piece measuring approximately 0.059" x 0.031" in size was missing and was not returned with the instrument. The complaint of no recognition could not be reproduced. The instrument passed all tests when placed on an in-house system. The instrument was also found to have scratch marks on the blade. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace failed to be recognized.. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The following additional information from the customer was obtained: there was no fragment fall into the patient and the patient has not returned to the hospital due to post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.